Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the mean pressure gradient was 1mmhg. During the preparation of the ntw clip, there were difficulties de-airing the device. After translating the dc handle, the device was de-air. The clip was inserted and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 9mmhg. Therefore, the clip was removed and the procedure was discontinued. When the clip was removed, the gradient turned to 1mmhg. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.